Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 08nov2018. Philip's service technician performed troubleshooting and determined the blower assembly motor shaft and impellor were locked.

Event description:
It was reported that the device logged errors 1002 (blower temperature too high) and 1122 (blower temperature high). There was no patient involvement.